Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault that did not clear with a self-test. The ebb was reseated quickly with no resolution. The ebb was then unseated for a longer period than reseated, and this cleared the alarm. Due to the age of the system controller and recurrent ebb faults a system controller exchange was being considered. Log files were submitted for review and confirmed ebb faults on (B)(6) 2024 due to load test failure. A system controller exchange was successfully performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis: however, a log file was submitted for review that showed events for the reported event date of 12jun2024. Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6) 2024 from 08:49 ¿ 12:13. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. The backup battery was reseated, and the alarm persisted. The backup battery was then disconnected from the controller until the backup batter not installed alarm fault triggered; the backup battery was reseated to resolve the alarm. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The controller was exchanged (new controller sn: (B)(6) with backup battery gx278302) on (B)(6) 2024 but was not returned for analysis. From the information provided a root cause for the backup battery not passing the load test could not be determined. The device history record for the system controller (serial number: (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.